Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed coke to address the low bg. Someone brought the customer coke to consume as they were unable to buy it from the vending machine due to being indisposed by the low bg. Customer was instructed to call back to troubleshoot and consult with healthcare provider if the low bg issue persists.

Event description:
Reportedly, the customer suspected that the cause of the low bg was due to the pump settings not being correct for customer¿s body. Customer verified that the pump was functioning as intended and consulted with healthcare provider regarding adjusting the pump settings.